Event description:
It was reported during an paroxysmal atrial fibrillation (afib) procedure, after the upgrade to v1.037, this ep-shuttle rf generator system -100w temperature is almost "31-32" degrees during a thermocool catheter procedure. This is lower than normal. This issue is indicative of a reportable event. Upon request, the bwi field representative provided additional information on the event. The displayed temperature was 31-32 during ablation, but in the past the temperature was usually 35-36 degrees. The physician found the issue during the first ablation. The temperature cut-off setting was 43 degrees. The generator was set to temperature control mode. There was no error or warning message. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an paroxysmal atrial fibrillation (afib) procedure, after the upgrade to v1.037, this ep-shuttle rf generator system -100w temperature is almost "31-32" degree during a thermocool catheter procedure. This is lower than normal. The customer was advised to change to the correct catheter selection and change the selection from "sf" to "thermcool.¿ once this was done, the system restored to normal. The device history record (DHR) for the stockert generator serial number st-3470 shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).